Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated all cables at the rear of the drawer and verified they were securely connected. The drawer was then tested using the hardware test application, and normal functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and user was unable to recover it. The customer attempted to reboot the station and perform storage recovery; however, the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.